Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult introducer insertion was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4.5fr microintroducer dilator/sheath. The device was assembled, with the dilator inlaid through the peel-apart sheath. The tip of the sheath exhibited deformation. The edge of the sheath appeared pushed back toward the handle. The tip deformation appeared consistent with difficult device insertion; however, inspection of the photograph was insufficient to identify the cause of the deformation. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion through a too small incision and a rough transition between the dilator and the sheath. H3 other text: evaluation findings are in section h11.

Event description:
It was reported during passage of catheter, the dilator didn't progress. It was identified that it's damaged, without being sharp enough for progression. It was needed to open a new device that was used without any difficulties. Additional information received on 02/01/2023: there was no harm to the patient, and no medical intervention was needed. The right basilica vein was accessed, the target site was the third intercostal space. Patient is being treated with docetaxel/gencitabin.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported during passage of catheter, the dilator didn't progress. It was identified that it's damaged, without being sharp enough for progression. It was needed to open a new device that was used without any difficulties. Additional information received 02/01/2023: there was no harm to the patient, and no medical intervention was needed. The right basilica vein was accessed, the target site was the third intercostal space. Patient is being treated with docetaxel/gemcitabine.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult introducer insertion was confirmed but the exact cause remains unknown. The returned sample is a 4.5 fr microintroducer with peel-apart sheath. The sample was returned in opened kit packaging indicating pn 3174155 and ln (B)(4). The sample has a visible bend at the tip of the sheath. Blood residue and evidence of use was noted on the device. One photograph which depicted a 4.5fr microintroducer dilator/sheath was also provided. The condition of the device shown in the image corresponded with the returned physical sample. Microscopic inspection of the damaged sheath region revealed inward bunching of the sheath material. The sheath tip taper was observed to be present. The tip deformation is consistent with difficult device insertion; therefore, the complaint is confirmed. Based on the information provided, possible contributing factors include steep insertion angle and advancement against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported during passage of catheter, the dilator didn't progress. It was identified that it's damaged, without being sharp enough for progression. It was needed to open a new device that was used without any difficulties. Additional information received 02/01/2023: there was no harm to the patient, and no medical intervention was needed. The right basilica vein was accessed, the target site was the third intercostal space. Patient is being treated with docetaxel/gencitabin.

Event description:
It was reported during passage of catheter, the dilator didn't progress. It was identified that it's damaged, without being sharp enough for progression. It was needed to open a new device that was used without any difficulties.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refs0039 showed one other similar product complaint(s) from this lot number.